Manufacturer narrative:
Additional information received; it was reported the type ii endoleak was confirmed to have resolved without treatment two months post index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the resolution date was updated to (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No treatment was administered.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection of 413mm length. The most distal aspect of dissection is below the renal artery. The maximum thoracic aortic diameter is 40mm and the false lumen diameter is 18mm. It was reported that the patient presented with refractory abdominal and back pain of less than 2 days duration. The proximal entry tear was successfully covered during the implantation procedure. It was reported that on follow up of the patient approximately 2 months post index procedure, it was noted that there was continued false lumen perfusion and a partial thrombus formation. A type ii endoleak was also observed. There was no change in the baseline maximum false or true lumen diameter. Per the investigator, the type ii endoleak was not deemed to be related to the product or procedure and no treatment was administered. The cause of the false lumen perfusion and partial thrombus formation event is unknown. No additional clinical sequelae were reported, and the patient will be monitored by the physician.

Manufacturer narrative:
B5; additional information received : it was reported that the patient has developed cerebral infarction and is being treated at a different healthcare facility.. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: the date the patient suffered the cerebral infarction was confirmed as under 4 years post the index procedure. The patient had prolonged hospitalization and medication given. The event was confirmed as remitted nearly two months later. It has been determined that the cerebral infarct is not related to the procedure but unknown if device related because embolism and arteriosclerosis are possible. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.